Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report that the customer is experiencing low blood glucose levels. Customer's blood glucose levels ranged from 43 to 194 mg/dl. Customer treated his low blood glucose with food. Customer's wife declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.